Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment site. Subsequently, the patient underwent skin revision surgery to remove the excess skin on (B)(6) 2024 under general anaesthetic.